Event description:
(B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported touchscreen failure to turn on and alarm. The investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. The evaluation confirmed that the device's display screen was blank and an alarm was triggered. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).